Manufacturer narrative:
Correction: product problem selected. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
It was reported that the patient's ipg would not communicate with external devices and became inoperable. In turn, the ipg was explanted and replaced, which addressed the issue.